Event description:
The customer reported high blood glucose. The blood glucose reading was 499 mg/dl at the time of the event. The patient treated with the unit and the blood glucose level is now 235 mg/dl. There was also variation between the blood glucose level and the sensor reading. The blood glucose level was 225 mg/dl and the sensor reading was 67 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.